Manufacturer narrative:
Zoll has not received the quattro catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A quattro catheter (lot #unknown) was inserted into the right femoral of a 167 cm, 81.6 kg patient. After approximately 20 minutes of ivtm therapy, the thermogard xp ivtm system started alarming. The rn went to check the alarm and found the ns bag was empty and the tubing of the start-up kit (suk) was full of blood up to the ns bag. While catheter was still in place, the tubing was disconnected from the console and using the included slip tip syringe, blood was able to be aspirated from the balloon lumen. The catheter was replaced, and the alarm on the console was cleared. Therapy was continued using the same console. The catheter was flushed after it was removed, and fluid was visibly noted to be leaking out of a hole in the second balloon. No impact or consequence to the patient.